Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly and the blue soft cannula is inspected for any damage.

Event description:
It was reported by the patient's parent that the patient's blood glucose level rose to 475 mg/dl while wearing the pod between 5 and 24 hours. The pod's needle deployed and the pod's cannula did insert into the skin but the pod's pink slide did not move forward, indicating a needle mechanism failure. When the pod was removed from the infusion site (unspecified), the cannula was found bent to the left. As treatment, a new pod was applied.